Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observation, (B)(4) issued on (B)(4) 2010.

Event description:
The pt reported that when wearing the first set of aligners, the pt had some itching in her throat. She removed them and retried them again after a while, and the symptoms returned. The dentist reported that the pt experienced irritation on her lips and that it became so severe that her throat felt like it was closing up. The pt immediately took benadryl, and discontinued her treatment for five days and the symptoms subsided. The pt tried the aligners again, but the symptoms reappeared within 15-20 minutes. Dr stated that the pt's gums were sensitive, and that her lips and tongue were swollen. The pt saw her general physician.